Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned. Images were not provided. Medical records were provided and reviewed. Approximately four years post deployment, the patient experienced abdominal pain. CT scan revealed that some of the filter legs have migrated outside the ivc. Therefore, the investigation is confirmed for the filter limb perforation of the ivc wall. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time, post filter deployment, it was alleged that the filter legs migrated and detached. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned. Images were not provided. Medical records were provided and reviewed. Approximately four years post deployment, the patient experienced abdominal pain. CT scan revealed that some of the filter legs have migrated outside the ivc. Therefore, the investigation is confirmed for the perforation of the ivc wall and filter limb detachment. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time, post filter deployment, it was alleged that the filter legs migrated and detached. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.